Event description:
A healtcare worker was removing items from the sterilizer and experienced hydrogen peroxide contact to her hand when she touched fluid that was pooled inside the chamber. The worker's burn was treated in the emergency room with a topical ointment and her symptoms resolved within one day. The field engineer evaluated the unit and the system met all the MFR's specifications. It was noted that the vaporizer plate was missing.